Event description:
It was reported during preventive maintenance by field service technician that in cardiosave intra-aortic balloon pump (iabp) executive processor board was not detectable.no patient harm and injury reported. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) h11. The getinge field service engineer (fse) that encountered the issue, after further inspection, the fse found fault log #54 (a failure to communicate to the real time clock, one wire lan or possible software error). The fse replaced the executive processor board, and it was now being detected in the configuration data. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The product is in good condition and fully functional.